Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at -11.30 percent. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, and contaminated dso and uso sensor seals. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause. Service history review determined this is not related to a past service.